Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer's blood glucose (bg) was 575mg/dl. Reportedly, the customer performed physical activity, drank water, and bolused with the pump to address bg level. Reportedly, the customer disconnected from the site, delivered a bolus, and did not observe drips coming from the end of the infusion set tubing. Tandem technical support performed a pump system check and found that the pump functioned as intended. Reportedly the customer continued to use the pump for insulin therapy.